Event description:
A peritoneal dialysis pt called technical support with drain complications. Upon review of the cycler data an overfill was noted. (B)(6). In cycle 1 the pt drained 3305 ml which was 194% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical dept of the treatment data provided. A large intra-peritoneal drain volume occurred in drain four with an undetermined cause. There was no adverse event associated with this reported large drain. A supplemental report will be submitted upon completion of the plant's investigation.